Event description:
It was reported that the tubing leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added; description of event or problem (patient information clarified/detailed). The customer¿s report that the tubing leaked was not confirmed. Received ten new primary set model's. The suspect primary set that was in use at the time of the customer event was not returned for investigation. The sets were visually inspected and no anomalies or damages were observed with the sets or their packaging. Functional testing did not replicate any leaks with the returned sets. Pressure testing also found no anomalies with the returned sets. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
Correction: h.6

Event description:
It was reported that the tubing leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked. Although requested, additional information was not provided.